Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Customer continued to use pump for insulin therapy with multiple cartridges. There was no reported adverse impact on customer's blood glucose level.